Event description:
It was reported on (B)(6) 2014 that the customer received no delivery alarms on the insulin pump. It was explained to the customer not to insert into scar tissue . It was recommended that the customer needs to call when the issue is occuring. Customer was recommended different insertion sites. Customer stated that he will call back if he wants to replace his device. Customer called back on (B)(6) 2014 and stated that he has chosen another site and now uses his leg instead of his stomach. Customer also stated that he was doing better now. No additional information provided.

Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We, therefore, consider this report complete to the best of our knowledge.